Event description:
It was reported that the customer had been having channel errors happening with the 8100 lvp device and was most likely from improper cleaning or the age of the device. There was no reported patient impact.

Manufacturer narrative:
Additional information: h10. The reported issue of channel error could not be confirmed as no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. The root cause of the customer¿s complaint of channel error could not be confirmed as no product or device logs were returned for investigation. No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of "channel error¿ based on the crb review and the limited information provided no further investigation actions will be performed.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the customer had been having channel errors happening with the 8100 lvp device and was most likely from improper cleaning or the age of the device. There was no reported patient impact.